Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that when the patient got the pump, certain parts of his body were numb; the left half of his rectum, penis, and buttock. Since about 3 to 3.5 weeks ago, his hcp (healthcare provider) took the ¿novocain or benzocaine¿ out and was just using morphine in the pump. The patient was lightheaded and had increased pain since his dosage was decreased. The nausea and throwing up had been eliminated, but he was lightheaded, dizzy, and needed a cane to walk. He couldn¿t sleep and felt like he was going through anxiety. The patient went to the ER (emergency room) 1.5 weeks ago and had a blood test and a CT scan which showed everything was fine. The patient thought he had something viral. The medication had been reduced and the patient was getting pain relief. Prior to pump implant, the patient was on oxycontin, oxycodone, and analgesic patches for pain relief. Additional information received reported the patient was still not sure what the problem was. He was working with his pain doctor because he was still having concerns with the device or therapy additional information later reported (B)(6) 2013 post implant, the patient had a lot of numbness which never completely went away. The hcp reduced and then removed the "novocain" ( patient thought maybe it was bupivacaine) from the pump and replaced it with some other combination of drug but the patient did not know what the drugs were). The patient stated the numbness went down to the left knee and back area. The right side of the patient¿s body was where the pain is and the patient had good pain control with the pump and did not have to take any po meds that affect the patient¿s liver. Then in (B)(6) 2014 the patient began having bowel and urination issues, so the patient saw a urologist but they ruled out a prostate issue and also ruled out a gi issue. Then with a prior MRI they noticed a small spot near where the catheter tip was and (B)(6) 2014 the spot got larger. The patient was sent to an hcp and a neurosurgeon. The pump was "shut down" the middle of (B)(6) 2014 and the patient was put on po meds which the patient did not like. On (B)(6) 2014 surgery was done to remove the granuloma which they were not able to remove all of it. The patient stated it was all around the roots of his nerves and catheter and it was a big deal of a surgery. The patient stated the symptoms of the granuloma were very gradual and it seemed every day the patient noticed more pronounced symptoms. Since the surgery to remove it (l1-l2 area was where it was), each day the symptoms seem to lessen but the patient stated they feel like he has a cell phone he's sitting on when he sits down and still has tingling, numbness and like he is sitting on something. The patient stated neither hcp had ever seen this before with the granuloma. The patient did not want to have to continue taking po meds because of them going through the patient's body and affecting the patient¿s liver and wanted the drug infusion system to be able to be operational again. The pump was used to deliver saline.